Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office follow up visit, that this pacemaker device was found in safety mode. Subsequently, a few days later the device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported.